Event description:
Material no. 309653, batch no. Unknown. It was reported that before use of the bd 60ml syringe luer-lok¿ tip the syringe had measurement markings that were curved around at an angle. The following information was provided by the initial reporter: the syringe has incorrect measurement markers printed onto its barrel. The measurements started around the 3 ml mark and were printed sideways, curving around at an angle.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on 2019-09-24 via medwatch # mw5089850. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 309653 batch no. Unknown. It was reported that before use of the bd 60ml syringe luer-lok¿ tip the syringe had measurement markings that were curved around at an angle. The following information was provided by the initial reporter: the syringe has incorrect measurement markers printed onto its barrel. The measurements started around the 3 ml mark and were printed sideways, curving around at an angle.